Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to zmc and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacturer date: monitor: 11/30/2015, electrode belt: 04/24/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was unconscious and in the hospital at the time of passing. It was reported that the patient suffered from severe heart failure and was made a dnr. Review of the download data, indicates the patient received one shock in response to supraventricular tachycardia (svt). The patient was in svt at 150 bpm at the time of the treatment at 14:26:58. The patient's post shock rhythm was svt at 150 bpm. The response buttons were not pressed during the event. It was reported that the hospital staff removed the lifevest when it was alarming. The patient passed away on (B)(6) 2020 at approximately 4:30pm.